Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges the device is not warming the air flow. Alleged malfunction reported as detected during use. There was no report of patient harm, or medical intervention needed.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges the device is not warming the air flow. Alleged malfunction reported as detected during use. There was no report of patient harm, or medical intervention needed.